Event description:
It was reported that the left ventricular lead was not in use due to high capture thresholds. The lead was capped without replacement during a routine device downgrade procedure. The patient was noted to be in stable condition post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.